Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem. In addition, the following reportable malfunctions were identified during the device evaluation: silicon rubber is missing from the forceps cover and peeling on the objective lens glue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the probe tip of the ultrasound gastrovideoscope was cut. There were no reports of patient involvement.